Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in an adult female patient who had essure (ess205) (batch no. 620722) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervicitis and left lower quadrant pain. Concurrent conditions included menstrual disorder and nabothian cyst. Concomitant products included ibuprofen (motrin). On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy/ procedure used to remove essure: unknown and uterine ablation). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain was resolving and the menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted as per pfs, if you have not had your essure removed, are you currently planning for essure removal? No. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. No spillage of contrast was noted into either side of the peritoneal cavity indicating a properly functioning essure device.. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in an adult female patient who had essure (ess205) (batch no. 620722) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervicitis and left lower quadrant pain. Concurrent conditions included menstrual disorder and nabothian cyst. Concomitant products included ibuprofen ((B)(6)). On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy/ procedure used to remove essure: unknown and uterine ablation). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain was resolving and the menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted as per pfs, if you have not had your essure removed, are you currently planning for essure removal? No. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. No spillage of contrast was noted into either side of the peritoneal cavity indicating a properly functioning essure device. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 2-may-2019: pfs & mr received. Lot number was added. Reporter's information was added. Patient's demographics were added. Date of removal was added. Added event abnormal bleeding (vaginal, menorrhagia), pain. Updated outcome of event: pain from unknown to recovering/ resolving. Concomitant condition, concomitant drug, lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.